Manufacturer narrative:
Internal file number (B)(4). Evaluation summary: a visual and dimensional inspection was performed on the returned device. The reported unstable stent was not confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported unstable stent, as it could not be confirmed; however, the reported failure to advance appears to be related to circumstances of the procedure, it is likely the device interacted with the heavily calcified, heavily tortuous lesion during advancement resulting in the reported failure to advance. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience xpedition 48 is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a heavily tortuous and heavily calcified lesion in the distal left anterior descending coronary artery. The 3.0x48mm xience xpedition stent delivery system (sds) was experiencing failure to overcome [cross] the stenosis. Following three attempts to overcome [cross] a tortuous and calcified artery, the stent reportedly loosened. The sds was removed from the anatomy without issues. An unspecified balloon was then used to perform pre-dilatation to facilitate insertion. A 3.0x38mm xience xpedition was used to complete the procedure. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.